Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor smooth round moderate profile 325cc, catalog number 3501650, lot number 233356. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 325cc and experienced deflation on the left breast implant. The deflation was confirmed by the healthcare professional upon examination. As a result, the patient had undergone removal and replacement with gel mentor breast implant of unknown type on (B)(6) 2018 .

Manufacturer narrative:
On 11/14/2018, it was reported to mentor that the device history record (DHR) of lot number 233099 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The patient had removal and replacement with gel mentor memorygel breast implant 400cc breast implants, catalog number 3504001bc, serial number (B)(4), lot number 7625048 on the left breast implant and with gel mentor memorygel breast implant 400cc breast implants, catalog number 3504001bc, serial number (B)(4), lot number 7625048 on the right breast implant . The patient has fully recovered after the surgery. There were no complications. Manufacturer¿s reference number: (B)(4).